Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I result for one patient on their architect i2000sr analyzer. Sample ID (B)(6) generated an initial result of 0.422 (uom not provided). The sample was recentrifuged and retested generating a negative result of 0.021 (uom not provided). No impact to patient management was reported.

Manufacturer narrative:
A review of the (B)(4) service history was performed and found no contributing factors on or around the date of the complaint. A variety of parts were replaced or cleaned by the field service engineer during onsite servicing, including probes; wz probes; wash zone 2 manifold valves; vacuum pump diaphragms; and leaking syringe assemblies. Additionally, the fse cleaned a dirty cmia reader and optics shutter. A review of complaint and trending data identified no adverse trends of any of the likely cause parts related to discrepant or erratic patient results. A review of the architect product monitoring review scorecard found no similar issues as described in this complaint, and no trend associated with the architect i2000sr erratic result rate was identified. Based on the available information and this investigation, no systemic issue or deficiency of the architect i2000sr analyzer was identified. Refer to related manufacturer report number 1415939-2017-00191 for the device evaluation of the architect stat troponin-I assay.